Event description:
Patient reported that he was electrocuted while working. Upon interrogation, the device was not pacing or capturing. In addition, the impedance was >3000 ohms in both channels. During the replacement, the oscor atrial lead was found damaged, which was capped. This pacemaker was explanted and returned for analysis.

Event description:
Patient reported that he was electrocuted while working. Upon interrogation, the device was not pacing or capturing. In addition, the impedance was >3000 ohms in both channels. During the replacement, the oscor atrial lead was found damaged, which was capped. This pacemaker was explanted and returned for analysis.

Manufacturer narrative:
(B)(4). Patient was electrocuted at work. The analysis on this device is pending.

Manufacturer narrative:
Patient was electrocuted at work. The analysis on this device is pending.